Manufacturer narrative:
An event regarding pain involving a trident insert was reported. Cup malposition was confirmed via medical review. Conclusion: there is no indication or allegation that the trident liner contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the surgeon performed a revision on patient's left hip after patient complained of pain. Procedure was performed successfully with no delays. Patient retained the implants, attorney involvement is unknown at this time. The rep. Reported that he will be sending additional information.

Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 50mm; cat# 542-11-50e; lot# mldnv0. Delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 39998702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon performed a revision on patient's left hip after patient complained of pain. Procedure was performed successfully with no delays. Patient retained the implants, attorney involvement is unknown at this time. The rep. Reported that he will be sending additional information.